Event description:
The silverhawk was used to treat a cto in the right sfa. The physician completed one pass in two planes along the entire cto length. Some resistance was felt upon removal of the silverhawk to be cleaned. When attempting to clean the device, it was noticed that the distal end of the nosecone was missing. The physician decided to exchange the .014 nitrex wire for a .035 and during the wire removal, some resistance was also noticed. Once the nitrex wire was out, it was observed the tip of the nosecone completely tangled on the wire. The physician then used an aspiration catheter to treat a distal embolization at the ostia of the rt, at, and at peroneal. Please reference MDR 2183870-2014-00214 for the silverhawk used in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. The silverhawk instructions for use state, "caution: if the device is not rotating easily, do not torque the catheter shaft more than 360° in one direction. Doing so could result in device failure such as shaft kinking or tip fracture." The IFU also includes "never advance the distal tip of the silverhawk catheter near the floppy end of the guidewire. A catheter advanced to this position may not follow the guidewire when it is retracted and cause the guidewire to buckle into a loop. If this occurs, the silverhawk catheter and guidewire should be removed together to prevent potential damage to vessel walls if resistance is still felt, the sheath should also be removed as part of the unit."

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Additional correction.

Event description:
Evaluation summary: the nitrex core exhibited the super-elastic properties of the nitinol material but the nitrex guidewire exhibited 9 complete coils (loops) immediately proximal to the separated (torn) tip. As received, the specimen presented a finished coil length of 4.70cm/1.85", a shaft diameter of .01300" to .01305" and a finished coil diameter of .01355" to .01360". The overall length could not be accurately determined due to the bend damage to the wire shaft. It was not possible to pass a gage bushing certified to be .0140" over the length of the device. The specimen presented extensive spiral bend damage of varying radii to the niti wire shaft located 27.2cm from the distal tip and extending to 230.0cm from the proximal end with the distal portion of the damage constraining the detached nosecone.